Event description:
Since the initial report of this event on (B)(6) 2012, penumbra has received additional information from the patient's mother and the treating physician at (B)(6) hospital. In addition to information provided by the treating physician and the patient's mother, were analyzed by (B)(4) and the analysis was provided, in a letter and follow-up communication, to the patient's mother. The additional information and analysis results are as follows: the treating physician confirmed that the only penumbra devices used during the procedure were the neuron delivery catheter 070 and the penumbra system reperfusion catheter 041. Mechanical thrombectomy was not performed with the penumbra system as it was unnecessary after a positive response to the administration of tpa. Review of the images by penumbra's (B)(4) revealed that all of the MRI images from (B)(6) hospital indicate two areas of susceptibility artifact with bloom, on the left side in the high convexity, most evident in the gradient echo sequences, and remain unchanged throughout the image sequences taken on (B)(6) 2011 and (B)(6) 2012. The images taken during the (B)(6) hospitalization were also reviewed. The evaluation revealed that, accounting for the differences in imaging protocols at the two hospitals, the (B)(6) images also show areas of susceptibility artifact in the high convexity on the left side of the brain and appear similar to those seen in the images taken at (B)(6) hospital. We cannot determine the nature or origin of these susceptibility artifacts. They may be attributable to blood byproducts, metal artifact or other factors. If the susceptibility artifacts appearing on the images are metallic, it is highly unlikely that they originated from a penumbra product. The penumbra devices used during the procedure were the neuron delivery catheter 070 and reperfusion catheter 041. While, both of these devices contain some metal structural elements, all of the metallic materials are completely encased in the polymer body of the catheter. For any metal to be exposed, the device would have to undergo catastrophic failure. If this had occurred, the failure would have been noted by the physician during the case or after removal of the devices from the patient. No penumbra device malfunctions or failures were reported to us by the hospital after use during this case. Penumbra is not aware of any cases similar to this involving our products where there has not been a catastrophic failure of a product. During follow-up with the treating physician at (B)(6) hospital on (B)(4) 2012, the physician stated that his review of the images showed something that is creating the artifact in the image in question but, it is unknown what that something is.

Manufacturer narrative:
(B)(4). This letter was provided by the patient's mother and represents a second opion from a physician at (B)(6). This fu MDR is associated with an additional fu report for MDR 3005168196-2012-00294.

Event description:
The following event description is a compilation of information gathered from representatives of penumbra, the treating physician, and the patient's mother: on (B)(6) 2011, the patient was treated for an m1 occlusion. The physician started with a penumbra neuron 070 then advanced a penumbra reperfusion catheter 041 over a stryker synchro 14 guidewire and stryker sl-10 microcatheter. The physician then injected tpa and the clot resolved. The catheters and guidewire were removed. The patient was considered clinically ok. The patient was a minor at the time of the procedure and was therefore released for follow-up care to a pediatric facility where the patient complained of headaches. At this facility, MRI images were taken and an unknown physician told the patient's mother that there was something left behind in the patient's brain in the area of treatment, a "susceptibility artifact" noted on the MRI. Follow-up information from the physician who initially treated the patient for the m1 occlusion, indicated that in all procedural and post-procedural images taken, there was no noted artifacts of any kind. In addition, there were no device issues reported during the case. The patient's mother refused to provide the contact information for the hospital at which the MRI was taken revealing the "susceptibility artifact." In addition, the mother refused to provide the MRI images for the manufacture's evaluation of the event. The patient's mother contacted FDA and her complaint was recorded in a medwatch voluntary report which was received by penumbra on (B)(4) 2012 (report number (B)(4)). The patient's mother has been in contact with penumbra and has repeatedly refused to provide any additional information such as the MRI images or the pediatric treating physician's contact information in order for penumbra to complete an investigation of the event.

Manufacturer narrative:
The product was not returned for evaluation and no images from the event were provided to penumbra. Without the return of the device, penumbra cannot determine if there was a device malfunction. In addition, without the images, penumbra cannot determine if the incident was device related. Conclusion: penumbra has attempted to gather additional information from the patient's mother as stated in the event description. There is no device available for evaluation or lot number information provided. However, penumbra did perform a device lot history record review of all lots of psc041 sent to (B)(6) hospital between (B)(6) 2011. There were eight lots of psc041 sent to the hospital during this time. This review revealed no outstanding discrepancies, quality, or design concerns. Device used and discarded-no device ...